Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pieces of white septum material were seen in intermittent syringes which resulted in the customer experiencing resistance while filling cartridges. Reportedly, a new syringe was used with the original cartridge to successfully complete load process and resume insulin delivery. Additionally, intermittent cartridges leaked. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.